Manufacturer narrative:
At this time the lead was found to be damaged during explant and was abandoned surgically and not expected to be returned. If the product is returned to boston scientific laboratory analysis will be performed to confirm and determine the root cause of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular (rv) lead revealed noise. All episodes were found to be with out therapy and subsequently the patient was hospitalized for a revision. During the revision, visual observation revealed this ventricular lead was fractured and was noted to be damaged during extraction. The lead was replaced and surgically abandoned at the hospital. No adverse patient effects were reported.